Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rean0976 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a venous puncture was performed in a patient, PICC was inserted 14 cm and presented resistance. The guidewire was removed when the catheter was infused, serum extravasation was observed through a hole at measurement 5cm. No harm to the patient was reported.